Manufacturer narrative:
The device involved in this event was intensively inspected by dragerwark. The memory of the evita 4 indicated an external voltage spike and that the power supply failured for a short time duration after this spike. But the memory also showed that an audible and visible alarm was generated. The device and its power supply was tested again by stress tests and an electric strength test was carried out, too. The result of this investigation pointed out that all volumtary standards of the power supply and the device have been met. During all test and stimulated failures the device gave optical and acoustical alarm like specified. The device was assembled again, tested according to its final inspection test and delivered back to the customer.

Event description:
The device switched off by itself without any alarm.